Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial evaluation was meeting a minimum of 50% improvement for the patient. However, they stopped tracking due to the incision area becoming infected. They went to the doctor to get antibiotic. While they were seeing the physician, the patient was set up for the permanent implant on (B)(6) 2017. On (B)(6) 2017, the patient stated that the external neurostimulator (ens) battery had died today prior to completion of the ae trial. The patient did not want to do anything since they were to have the permanent implant tomorrow. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.